Event description:
The dealer alleges when they tried to put the seat on the 9630-4 commode the clamp broke.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the (B)(4).